Event description:
The patient was revised because of osteolysis and wear.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported event; however, the reported patient large physical stature and high activity level, in combination with the length of time the device implanted, could be possible contributing factors. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation can be reopened.